Event description:
During the atrial fibrillation ablation procedure, an air leak was noted, the sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air was aspirated before insertion of the catheter or the septal puncture needle. Aspirating air was performed many times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.